Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. Name and address for importer site: (B)(4). Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Rpn and lot# are unknown, but no evidence to suggest product was not manufactured to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Additional information received 11apr2019: patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis (dvt) / pulmonary embolism (pe). Patient alleges tilt and embedded. Additional non-cook filter was implanted (suprarenal) on (B)(6) 2011. Per xa ivc filter placement, dated (B)(6) 2011 "non-occlusive thrombus within the ivc proximal to the existing filter with thrombus also present within the filter and protruding more centrally felt to be at risk for additional embolic events. Successful placement of a suprarenal meridian ivc filter in good position." Per operative note (filter explantation) dated (B)(6) 2017, "bard ivc filter in the suprarenal caval position that was not tilted or stenosed. Retrieval was successful, but there was a fracture of one of the legs. This was successfully removed with all parts accounted for. Cook select filter infrarenal position was significantly tilted and imbedded in the ivc wall. This required complex removal. This was successfully removed without complication." Patient outcome: unknown.